Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial catheter. Signs of use were observed on the returned catheter. Visual inspection of the catheter revealed kinking on the catheter body directly adjacent to the juncture hub. Kinking of this type can affect the functionality of the catheter while inside the patient. No other defects or anomalies were observed. The kinks on the catheter measured 1mm, 6mm, and 11mm from the juncture hub. The catheter body length measured 84mm, which is within the specification limits of 82mm-86mm per the catheter product drawing. The inner diameter at the distal tip measured 0.58 mm, which is within the specification limits per the statement (english translated), "the tip of the catheter must allow the pin to be inserted from = 0.58mm to a depth of at least 2mm reversible tip deformation during the test is acceptable", per catheter product drawing. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire". A lab inventory guide wire was threaded through the returned catheter. Resistance was encountered at the location of the kinking; however, the guide wire was able to pass through the extrusion. A lab inventory syringe filled with water was attached to the catheter and flushed. Despite the kinking, no obvious blockage/resistance was encountered. The catheter appeared to flush as intended. The rest was repeated by applying a bending force at the location of the kinking. When the syringe was flushed, the fluid encountered more resistance when passing through the catheter. A device history record review was performed based on sales history, and no relevant findings were identified. The IFU provided with the kit informs the user, "minimize catheter manipulation throughout procedure to maintain proper catheter tip position". The IFU also states, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The IFU also states, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The report of an arterial catheter functionality issue was confirmed through complaint investigation of the returned sample. Visual analysis revealed several kinks towards the juncture hub of the catheter. The instructions-for-use provided with this product warns the user: "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". Despite the damage, no evidence of a manufacturing issue was observed and a device history record review performed and did not identify any relevant findings. Based on the condition of the catheter and the report that the damage was observed during use, the kinking contributed to the event and appears consistent with damage due to unintentional use error. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "in post-surgical anesthesia, doctors and nurses inserted arterial catheters into patients for a time. These catheters stopped working. Doctors had to replace the catheters in short order. The insertion method used in some of these catheters was with and without ultrasound. After insertion of arterial catheters, before 24 hours, there is no signal or the signal is muffled, the signal is not real." A new catheter was used. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00948, 3006425876-2024-00944, and 3006425876-2024-00943.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "in post-surgical anesthesia, doctors and nurses inserted arterial catheters into patients for a time. These catheters stopped working. Doctors had to replace the catheters in short order. The insertion method used in some of these catheters was with and without ultrasound. After insertion of arterial catheters, before 24 hours, there is no signal or the signal is muffled, the signal is not real." A new catheter was used. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-00948 and 3006425876-2024-00944.